Event description:
It was reported that a malfunction alarm occurred with the pump, identified by malfunction code 16, and the pump was not in warranty. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised to contact their health insurer for resolution as the pump was out of warranty.